Event description:
On (B)(6) 2011, patient reported she was having issues with the down arrow button. Patient stated she noticed the issue when she attempted to bolus. Patient reported the button does pop back out after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.